Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. D4) device serial number- not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead due to bacteremia. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, the ra and lv lead were removed successfully. Upsizing to a spectranetics 16f glidelight laser sheath on the rv lead, progress was made to the tip of the lead. However, once the rv lead and glidelight were removed, the patient¿s blood pressure dropped. A pericardial effusion was detected via transesophageal echocardiogram (tee), and rescue efforts began, including pericardiocentesis and sternotomy. An svc perforation was discovered and repaired, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.